Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon evaluation, the u409 component on the c/a board was defective, causing the service code to occur. Service code 107 indicated abnormal shutdowns, which are caused when the monitor loses communication with the belt. (B)(4). The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that his monitor produced a siren alarm then displayed a code 107 on the monitor screen. The patient was issued a replacement monitor.